Event description:
It was initially reported that the handpiece ¿stopped working during use¿. Additional information received states ¿that the drill had over heated then stopped working.¿ a back-up device was used to complete the procedure. There was no reported patient impact.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: service and repair found that there was a bur stuck in the nose cone. The bearings of the nose are broken and there is corrosion of internal parts. The visao was disassembled and cleaned; o-rings, bearings, nose housing and nose spacer have been replaced. The device was successfully tested to specifications. Pre-repair temperature testing was not performed; the device was not running when it arrived for analysis.